Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about falsely elevated cardiac troponin I (tni) and falsely depressed calcium results obtained on a dimension exl with lm instrument. Siemens headquarters support center (hsc) completed the investigation of the event and instrument data. Hsc noted that the customer processed the tni sample in small sample containers (ssc). Customers are instructed in the dimension system operator's manual: "warning: ensure that prior to processing a sample cup, sufficient sample is present in the cup to allow for any possible automatic rerun of tests from that cup. If certain instrument options are turned on (autorerun, autodilute, automatic reflex, automatic panic rerun, or hil feature), insufficient sample in a sample cup may cause erroneous results or system error." The customer processed almost every assay in duplicate and there was insufficient sample in the cup for performing the tni test. The cause of event was customer error in under filling the sample cup for the number of tests required. No product non-conformance was identified with the reagent or the instrument. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) and falsely depressed calcium results were obtained on patient plasma samples on a dimension exl with lm instrument. The discordant results were reported to the physician and questioned. The same samples and new sample draws were processed the same day on the same instrument, lower correct results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni and ca results.